Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed collateral ligament') and arthralgia ('severe pain in the right hip') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria medically significant and intervention required) and fallopian tube enlargement ("thickening of the right tube"). The patient was treated with surgery (essure removal on 6-dec). Essure was removed. At the time of the report, the salpingitis, arthralgia and fallopian tube enlargement outcome was unknown. The reporter considered arthralgia, fallopian tube enlargement and salpingitis to be related to essure. The reporter commented: severe pain in the right hip since the essure procedure to the point of not being able to walk. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: showed a thickening of the right tube as well as an inflamed collateral ligament. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ('severe pain in the right hip') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), fallopian tube enlargement ("thickening of the right tube") and salpingitis ("inflamed collateral ligament"). The patient was treated with surgery (essure removal on (B)(6)). Essure was removed. At the time of the report, the arthralgia, fallopian tube enlargement and salpingitis outcome was unknown. The reporter considered arthralgia, fallopian tube enlargement and salpingitis to be related to essure. The reporter commented: severe pain in the right hip since the essure procedure to the point of not being able to walk. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on an unknown date: showed a thickening of the right tube as well as an inflamed collateral ligament. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.